Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient was scheduled for a pocket revision/relocation to occur on (B)(6) 2021. The rep was unaware of any factors that contributed to the revision being scheduled. It was noted the issue was not resolved. Additional information received from a healthcare provider via a manufacture representative reported there was no known reason for the pocket revision. The procedure was scheduled for (B)(6) 2021. The issue was unresolved at the moment.